Event description:
It was later reported that no irrigation was used for the sheath, but irrigation was used during mapping and cavotricuspid isthmus (cti) treatment.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product product type: catheter product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath product ID: non-medtronic product product type: sheath medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID: pscc100 product type: loop catheter; product ID: non-mdt product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a completed pulsed field ablation procedure, symptomatic cerebral infarction occurred and the patient collapsed and was found bleeding from the ear. Imaging was performed and a thrombus was detected in the middle cerebral artery. Thrombus removal surgery was performed. It was noted that preoperative, a computerized tomography (CT) as well as transthoracic and transesophageal echocardiography confirmed the absence of thrombi in the left atrium. The patient continued to experience lasting after effects, including right-sided lower limb paralysis, severe aphasia where hardly any words can be expressed, and ataxic gait (balance disorder and difficulty walking). The patient recovery from hemiplegia has progressed and ambulation has become possible, however, the fingers of the right hand hardly move. The aphasic state is ongoing and the patient was transferred to another rehabilitation hospital. No further patient complications have been reported as a result of this event.